Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and sepsis could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events and patient outcome could not be conclusively established. The account reported that the patient had a post-operative course complicated by adrenal insufficiency, right lower limb acute ischemia secondary to a subacute clot in the proximal common femoral artery, right ventricular (rv) failure, prolonged ventilation secondary to hospital acquired pneumonia and critical illness myopathy, recurrent per rectum (pr) bleeding secondary to rectal ulcer and anal tears, enterococcus faecalis bacteremia and recurrent fungaemia. The patient was progressively hypotensive since on (B)(6) 2021 with the impression of severe sepsis on a background of rv dysfunction. On (B)(6) 2021, care was withdrawn due to the patient¿s grim prognosis. The cause of death was determined to be sepsis and multiorgan failure following an acute myocardial infarction. Information later communicated stated that the patient¿s right ventricular failure did not exist prior to lvas implant; however, there were no device-related issues that caused/or contributed to the failure. The source of the sepsis was determined to be the patient¿s pneumonia. Additionally, the patient reportedly had 90% mid-right coronary artery (rca) stenosis which the team had initially planned to stent when the patient was more dynamically stable for the procedure. The patient¿s ischemia was determined to be the ultimate cause of the myocardial infarction. It was also communicated that heartmate 3 lvas, serial number: (B)(6), was not explanted and would not be returned for evaluation. The hm3 lvas IFU lists bleeding, infection, sepsis, multiple types of organ failure and dysfunction (including respiratory failure, right heart failure, renal failure, and hepatic dysfunction), and peripheral thromboembolic event as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists infection and thromboembolism as potential late postimplant complications. The IFU provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Additionally, the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. In reference to right heart failure, the IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03mar2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's post-operative course was complicated by adrenal insufficiency, right lower limb acute ischemia secondary to subacute clot in proximal common femoral artery, right ventricular failure, prolonged ventilation secondary to hospital acquired pneumonia, and critical illness myopathy. The patient has been having per rectum bleed secondary to rectal ulcer and anal tears. The patient had enterococcus faecalis bacteremia and recurrent fungaemia. The patient was progressively hypotensive since (B)(6) 2021 with impression of severe sepsis on a background of right ventricular dysfunction. Care was withdrawn on (B)(6) 2021. The cause of death was sepsis and multiorgan failure following acute myocardial infarction.